Manufacturer narrative:
(B)(4). The returned item exhibits signs of repeated use and the anterior of the post feature has fractured off. All pieces were not returned. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a tasp was returned fractured. All pieces have not returned. The instrument was discovered in an office set that had been returned. It is uncertain when the instrument broke. Attempts have been made and no further information has been provided.